Event description:
The customer states that a pt sample tested using a cell-dyn 1700 analyzer generated discrepant hemoglobin results for one pt. A hemoglobin value of 8.2 g/dl was obtained on the first run. The customer then ran an autoclean procedure and repeated the sample yielding a result of 9.4 g/dl. No impact to pt management was reported due to the discrepant results.

Manufacturer narrative:
Investigation summary: discrepant pt results. The instrument in use was a cell-dyn 1700 hematology analyzer. Controls have been within range. Text suggested the likely cause of the issue was an obstruction within the flow system leading to the hgb flow cell. The issue was resolved by the autoclean procedure. The cell-dyn 1700 system operator's manual (03h58-01, rev d) states in section 9 on service and maintenance, (pages 9-1, 9-2), that required maintenance will lengthen the operational life of the instrument and minimize system problems that may result in inaccuracy or imprecision. Overdue maintenance is usually indicated by imprecision in one of the directly measured parameters (wbc or rbc or hgb or plt). The autoclean procedure is listed on pages 9-13 as a weekly maintenance activity. Trending: a review of complaint reports, for the period february 2007 through september 2007, did not indicate any adverse trend for cell-dyn 1700, list base 03h53-01 (which includes 03h57-01), for issues with erratic wbc results. Labeling: the event is addressed in the cell-dyn 1700 system operator's manual 03h58-01, rev d: section 9: service and maintenance: over view p. 9-1, 9-1; weekly maintenance procedures: open sample autoclean: p. 9-13. Conclusion: the device involved in the issue was evaluated. Controls were found to be performing within range. The issue was resolved by performing an autoclean which is a recommended weekly maintenance procedure. The likely cause was an obstruction in one of the pathways/tubings. Device maintenance contributed to the issue. No malfunction was identified for this issue. No impact to patient management was reported. This is the final report. End of report.